Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. The device pocket had swelling and was filled with blood. The physician think it may have been cellulitis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead remains in service.